Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012: product type lead; product ID 355531, lot# n331565, implanted: (B)(6) 2012: product type screening device; product ID 37744, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger; product ID 3778-60, serial# (bn)(4), implanted: (B)(6) 2012: product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012: product type lead. (B)(4).

Event description:
It was reported that the patient's device "moved about 8 inches" toward the left side of his back. It was noted that the patient lost weight. It was noted that there was no falls or trauma reported. It was stated that the patient had not charged for "a couple of weeks" and he was in the process of charging. It was noted that the patient had a doctor appointment scheduled "soon". Additional information received about 7 months later reported that the patient had a loss of therapeutic effect. It was stated that the patient had not been using the stimulation therapy. It was reported that a medtronic representative told the patient that they "suspected the wires had come loose". It was reported that one lead worked, but the other one did not, and it would "zap" the patient "every now and then." It was stated that the patient had not used the therapy for 8 months. It was noted that the stimulation therapy worked for the first 2-3 months. It was stated that the third time the representative tried to adjust stimulation, the could not get stimulation to the patient's legs. It was stated that the lead to the patient's back "worked but every now and then he would get a zap sensation so he did not want to feel that." It was noted that the patient lost about 15 pounds. It was reported that the implantable neurostimulator (ins) was "poking out so bad and hurting the patient's ribs." It was noted that the ins "felt like a fist poking outward." It was stated that the ins "shifted" with the weight loss. It was reported that the patient "needed to lay on the side the ins was implanted on, but he could not stand to lay on that side." It was noted that the patient was referred to another doctor to have the device explanted. It was stated that no testing was done on the current leads to see if they were loose or intact.

Event description:
Further follow up information reported that the patient still had concerns with their device therapy but was working with their doctor and manufacturer¿s representative to resolve the issue. It was also noted that the patient had difficulty finding someone to help them. If additional information is received, a follow up report will be sent.